Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item # 42527000505 lot # 62841070 exhibits signs of repeated use and the post feature has fractured off all pieces were not returned reference attached photographs. The complaint is confirmed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have not returned. Issue was found during inventory. No patient involvement.